Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were delivered and physically investigated. A catheter and guide wire were received. The tip of the guide wire was missing. The tube of the catheter had a strong kink at 132.5 cm. It was not possible to perform aspiration test due to heavily clogged catheter. Catheter was cut opened, and it was discovered that the helix has a strong kink at 132.5 cm from the tip of the catheter. The catheter was also found heavily clogged with dried bodily material. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the end of the guidewire allegedly broke off and remained inside the patient's body. It was further reported that the broken guidewire allegedly went down the vessels at the patient's feet. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the end of the guidewire allegedly broke off and remained inside the patient's body. It was further reported that the broken guidewire allegedly went down the vessels at the patient's feet. The current status of patient is unknown.